Event description:
It was reported to philips that the system's image processing computer disk space was full, preventing imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and identified that the system had insufficient disk space. The fse attempted to free up space by deleting patient data; however, the issue still persisted. The fse reinstalled the image processing pc (ippc) software and recreated the image store to resolve the issue. Following functional checks, the system was restored to good working condition. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with minimal or no delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.